Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 3270485 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on batch 3270485 for contamination. Retention samples from batch 3270485 (100 tubes) were available for inspection. There were 11/100 small white particle defects observed in the retention tubes from visual inspection. Nine uninoculated retention tube were placed into incubation. Four tubes were placed into the 20 to 25 degree celsius incubator and five tubes were placed into the 33 to 37 degree celsius incubator. At seven days incubation, there were no traces of microbial growth in the incubated retention tubes. The incubated tubes were gram stained and were found to have a few gram-positive cocci nonviables. The clarity of the retention tubes with nonviables were colorless and clear, which was in accordance with the appearance on the certificate of analysis. The gram-stained tubes were incubated in tsb for three days with no growth. There were five photos received for batch 3270485 to assist in the investigation of this complaint. Three photos showed a tube with white material at the sensor for batch 3270485 exp 2025-03-16. One photo showed carton label batch 3270485 exp 2025-03-16. One photo showed a micrograph. No returns were received for investigation of this batch. This complaint cannot be confirmed for nonviables from the retention samples, as the clarity of the nonviable tubes were clear and colorless. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, a white substance was observed in unopened tubes. Contamination with organisms was confirmed after staining the white substance. This event occurred with twelve (12) boxes of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, a white substance was observed in unopened tubes. Contamination with organisms was confirmed after staining the white substance. This event occurred with twelve (12) boxes of tubes. There was no health impact or consequences reported.